Event description:
The hospital biomed reported that during a performed preventive maintenance(pm) on the ventilator, he had to replace lithium batteries and several printed-circuit(pc) board were damaged due to evidence of earlier moisture inside. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned control and expiratory channel printed-circuit boards (pcb's) and evaluation of the received device logs has been completed. The pcb's that were subjected to corrosion were detected during a preventive maintenance (pm) and replaced as a precaution. No other problems were reported and the received device logs contain no technical errors related to the returned pcb's in the last few years. A visual inspection of the returned pcb's confirmed the reported corrosion problem. The pcb's were not further investigated since ingress of liquid/corrosive substance on pc boards can cause failures/short-circuits which might lead to a ventilator malfunction. Our conclusion in this matter is that ingress of a corrosive substance in the ventilator led to corrosion on the pc boards. It is not known how the corrosive substance entered the ventilator and ended up on the pc boards.

Event description:
(B)(4).